Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was sudden rise on left ventricular (lv) lead threshold. It was also noted there was t-wave oversensing (twos) on the right ventricular (rv) lead. The rv lead was reprogrammed and no further twos was noted. The leads remain in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.